Event description:
It was reported due to insulation abrasion at the proximal to left ventricular lead ring. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.